Event description:
Complainant alleged that the clinicians were attempting to capture the heart rhythm of a pt. The pt was paced for four hours and fifteen minutes, with the device set at 60ma and 70-80 ppm. The complainant reported that the electrodes had been applied to the pt in the emergency department and then the pt was transported to the cardiac care unit. The pt's heart rhythm was unable to be captured, and the pt had a permanent pacemaker implanted. The complainant was unable to supply the lot number of the electrodes used in the event, as the packaging had been discharged.